Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and was found to have a broken main tube approximately 2.0775" from the distal tip. A piece measuring approximately 7.67mm x 3.96mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument joint between the shaft and tip-up grasper broke, leaving the instrument stuck in an angled position and unable to be removed from the 8mm cannula; the rnfa had to remove the entire port and instrument together. A body cavity search found no plastic fragments inside, though some pieces broke off outside the body during removal. The instrument was tagged and sent to cspd for cleaning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port incision was not increased in order to remove the instrument and cannula together. There were no fragments noted inside the patient. There was no collision. The issue was resolved by replacing the instrument and the cannula. The instrument is available for return. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.